Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information and date of incident has been requested and not available at time of report.

Event description:
The customer called requesting the evaluation of logs from the central station and affected monitor due to a patient death.

Manufacturer narrative:
No device malfunction occurred. The customer indicated that event occurred on (B)(6) 2018 for bed 5, but was unable to provide a timeframe. The strip provided by the customer is for the 01:21 timeframe, thus this will be considered the time in question. Based on a review of the logs, red alarms were occurring for bed 5 from 00:56 to 02:11 which were being silenced/suspended at the central station, excluding the timeframe of 00:58 to 01:30 (see above alarm log excerpt). The strip provided shows that there was an inop condition around 01:21. This version of piic only logs red alarms, thus inop's would not be provided in the logs; however, another area of the logs does show if there was any silencing activity occurring, and at 01:16, 01:18 and 01:19 there is evidence of some type of alarm being silenced (code 62329), which would likely have been the inop condition (see above da log excerpt). The available information indicates that the user was aware of the patient condition based on the silencing/suspending of several alarms, thus this will be considered a user alarm handling issue.